Manufacturer narrative:
Carefusion technical support advised that the biomed calibrate all transducers, including the gas related transducers. The biomed was to call back, if the issue had not resolved. As of august 03, 2015, the biomed has not called back for assistance with any issue with this particular unit.

Event description:
Biomed at one of the user facilities requested support, indicating that during pre-use checks one of their units displayed circuit occlusion and extended high ppeak, then stopped ventilating. This issue occurred while in adult mode. A continuous audible alarm was present during the event. Biomed also indicated that the error log had multiple air supply gas errors, and that the air pcb erpom did not have data.